Event description:
Customer left a message via (B)(6) regarding past low blood glucose events. In customer's message, she said how she is changing insurance plans and would like to continue insulin pump therapy. She said she needs the insulin pump to live. She described past events where she went low and did not even know it. The message was unclear about whether these past low blood glucose events were while customer was connected to the device or not. Once, customer passed out and her daughter found her. Another time, customer passed out while she was driving. Several attempts were made to contact customer and gather more information about the past events, but customer never picked up the phone. Several messages were left, but customer did not respond to any of them. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.